Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the response buttons were unresponsive. The cause for the failure was due to the rear response button led breaking off the pad and becoming stuck under the dome switch. The root cause for the defective switch could not be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's response buttons were non-functional.